Manufacturer narrative:
The customer¿s report that the pump module infused faster than expected was confirmed and replicated. During testing the pump module was found to be out of specification for rate accuracy and over infusing; periods of unregulated flow were observed. Internal inspection of the pump module bezel confirmed that 5 out of 6 bosses were broken/separated. The cause of the overinfusion was broken/separated bezel bosses. The root cause of the broken bosses was not determined.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nurse programmed the infusion of ns 0.9% with insulin regular 100 units at 5ml/hr in a 100ml bag. Approximately 45 minutes after the infusion was initiated, the nurse noted that most of the 100ml bag had been infused. There was no report of patient harm.

Manufacturer narrative:
Concomitant product(s): baxter 2b1309, ndc 0338-0049-38, 0.9% sodium chloride injection usp 100ml, lot p361790 exp: sep 2018. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse programmed the infusion of ns 0.9% at 5ml/hr in a 100ml bag. Approximately 45 minutes after the infusion was initiated, the nurse noted that most of the 100ml bag had been infused. There was no report of patient harm.